Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (374 mg/dl). The cause for elevated bg levels was unknown. Customer delivered boluses and administered manual injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.